Event description:
On (B)(6) 2010, the patient underwent a procedure using a gore tag thoracic endoprosthesis to treat the thoracic aortic aneurysm. The pt tolerated the procedure. On (B)(6) 2010, the patient was discharged. On (B)(6) 2012, the patient visited the hospital complaining of the thoracic pain. It was reported that examinations performed on the day could not reveal cause of the pain. On (B)(6) 2012, the patient visited the hospital due to fever and was identified with crp more than 150, and the pleural effusion at the left lung. The patient was hospitalized and started to receive antibiotic treatment.

Manufacturer narrative:
The review of the mfg and sterilization paperwork verified that this lot met all pre-release specifications. Attempts to acquire info required for this form were made by gore.